Manufacturer narrative:
The pod was received with the soft cannula deployed and with cracks and evidence of corrosion visible in the top housing. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found the voltages of all three batteries to be lower than expected. An external power supply was used to download the data. The download data showed that an 0xcb low voltage detection alarm had been generated by the pod, with no timeouts or drive stalls present in the data. Corrosion was observed on the pcb assembly and on all three batteries. Inspection of the fluid path found no damages, tears, or leaks that would result in an internal fluid leak. It could not be conclusively determined if the cracks observed in the top housing allowed fluid to leak into the pod to contribute to the observed corrosion. Though no timeouts or drive stalls were observed in the data, it could not be conclusively determined if the corrosion affected insulin delivery or contributed to the 0xcb low voltage detection alarm. The exact cause of the 0xcb alarm could not be determined.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the clinic and was diagnosed with water intoxication and unknown high blood glucose (bg) values. For treatment, the patient was just monitored and told to go home drink electrolytes and eat snacks. The pod was worn between 4 and 24 hours on the back. The patient was discharged after 40 minutes.